Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumers friend or family member via a phone call regarding a patient who was implanted with a neurostimulator for a urinary issue. It was reported that sometimes when the patient goes through security screening devices at stores, their implantable neurostimulator turns off or resets. It was also noted, the patient would get shocked when they walk through home depot and had a return of symptoms (i.e. Bedwetting problems). When the device issues occurred, the patient had to use their patient programmer to turn the ins back on and/or reset their settings. The caller stated all the above issues happened with the patient's first two inss as well. For information regarding first (2006) implant and current (2015) implant refer to (first ins (2006) pe (B)(4), current ins (2015) pe (B)(4)). If additional information is received, a follow-up report will be submitted. Follow up was completed in regulatory report: 300420917 8-2015-25361 regarding a similar event.